Event description:
It was reported that during an unknown procedure, the device would not staple or cut. It was necessary to do a second resection to remove the device. Case was completed with another. There was no patient consequence.